Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon initial insertion of the impella cp while attempting to position, the device jumped forward into the ventricle resulting in low impella position and low flow alarm. The physician pulled the device back and the alarm resolved. Following the patient transfer to the ICU, a suction event occurred. The device was once again repositioned, and the alarm resolved. There was no known harm or injury to patient.